Manufacturer narrative:
This report is being submitted to report additional information. The actual verbiage for the summary investigation was incorrectly omitted in h10 in the previous submission. It is now stated here. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional or corrected information to report.

Event description:
Attempted extraction with same day placement. Implant did not stabilize at site #3 (universal). Implant in patient's mouth for less than 5 minutes, removed and area grafted with allograft. Did not achieve primary stability.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).